Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing when walking up stairs. The t-waves became higher in amplitude and a different morphology resulting in the inappropriate sensing. The shock impedance was noted to be high at 160 ohms, the patient was hospitalized at a non-implanting facility and awaiting transfer to a different hospital. The implanting clinic noted that exercise tests were previously performed at a higher template. In clinic testing revealed myopotential noise and smaller amplitude in secondary sending vector. X-rays will be taken, but have not been to date. Upon transfer to a different hospital, further investigation will occur. The s-ICD remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.